Event description:
It was reported that a cartridge alarm occurred during insulin delivery. There was no reported impact to customer's blood glucose. Customer support assisted by planning to replace the pump under warranty and instructed the customer on storage mode procedures and returning the faulty pump. The customer confirmed understanding and planned to use multiple daily injections as backup therapy until the replacement arrives.